Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: ron had a 8110 syringe did not recognize syringe size. The syringe failed barrel clamp sensor calibration. Sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended ron to replace syringe size sensor. Assisted with part number and transferred to com for pricing. Ron will replace syringe size sensor.